Event description:
Attorney reports: in 2002 - the patient underwent a hernia repair procedure with implant of a composix mesh patch. In 2007 - the patient was admitted to the hospital for exploratory surgery and possible graft removal. The following month - the patient was admitted to the hospital and underwent excision of enterocutaneous fistula tract, a small bowel resection and repair of umbilical hernia. The mesh was noted to have portions adherent to two separate pieces of bowel. The mesh was removed along with a portion of the small bowel. Two weeks later - the patient underwent exploratory surgery for facial dehiscence wound closure and small bowel fistula resection. Ten days later - the patient was admitted to the hospital and found to have a small bowel fistula to the mesh area, abdominal wall cellulite, possible abscess and a PICC line was inserted to antibiotic treat the enterobacter infection. In 2008 - the patient was discharged home with IV antibiotic therapy. The following month - the patient was admitted to the hospital with bacterium secondary to infectious diarrhea and enterocutaneous fistula and started on antibiotic therapy. The patient continued to experience abdominal pain and discomfort.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.